Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "general malaise, semi-unconsciousness, did not coordinate" and was unable to self-treat. Customer received third-party intervention from his sister who provided him with 1 glucagon s/c, half a glass water with 5-6 tablespoons of sugar. There was no report of death or permanent injury associated with this event.